Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was scheduled for an ipg replacement on friday, (B)(6). No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
A correction was made, missing information was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received a new system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause of the ipg replacement was du e to the patient charging for hours at a time and non-compliant with charging. The device was explanted on (B)(6) 2018 and will not be returned.